Event description:
As reported, during the procedure, when they removed the esheath, the distal tip was slightly "torn" off and about 1mm into sheath was separated off of sheath.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transcatheter aortic valve replacement case, when the 14f esheath+ was removed, the distal tip was slightly "torn" off. About 1mm into the sheath was separated off of sheath. Resistance was noted when the valve and delivery system were at the sheath tip. The tear was smooth, in the same direction as the edge of the sheath (like part of a fingernail hanging off).

Manufacturer narrative:
Updated sections d9, h3, and h6- component codes, type of investigation, findings, and conclusions. The device was returned for evaluation. The returned device was visually examined, and the following was observed: a kink was located approximately 1" from distal end of strain relief, likely due to packaging. Liner is fully expanded; sheath shaft appears twisted approximately 4.25" from distal strain relief. Liner is partially delaminated at the twisted location of sheath shaft. Liner is partially delaminated at the kink location, 1" from distal strain relief. Distal tip is torn radially along the distal edge of liner with stretching. All score lines are present on the sheath distal tip. Provided imagery was reviewed and the following was observed: calcification and tortuosity are present in patient's access vessels. The complaints for torn sheath distal tip and difficulty advancing through sheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A previous investigation into this type of event is captured in an edwards lifesciences in a corrective and preventative action. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, 3mensio imagery was provided and showed the presence of access vessel tortuosity and calcification near the aortic bifurcation. Per evaluation of the returned device, the sheath shaft was twisted and kinked, suggesting the presence of tortuosity in the access vessel. Per the training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Tortuosity and calcification can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time.